Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found battery normal end of life, telemetry and output okay. The ins was at end of service (eos) and functionality could not be tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2018, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was replaced due to battery depletion after one (1) year. Interventions/actions were noted as the consumer got a new electrode and a new test phase was being done before implanting another ins. Programming was noted as amplitude 4.0 v, pulse-width 450 us, and frequency 50 hz. The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported symptoms as ¿the therapy success was gone anymore.¿ with respect to any troubleshooting per formed, it was noted that when there is battery depletion, there is no telemetry. A new lead was placed in another position (s3) and noted the lead was ¿replaced about better amplitude threshold.¿ it was noted that the lead broke during explant and would not be returned. Ins data showed the following settings: 4 v, 420 us, 50 hz, c+3-, with cycling off, and battery results = eos (end of service).